Event description:
During routine nursing assessment, patient was found to have base of trach, which had been in place for 6 days, broken. Inner cannula was unable to clasp to base. Trach was sutured in. New trach was put in. Patient was not harmed.